Event description:
The customer stated that when she was priming the pod, it sounded like the cannula deployed, however, she did not see any cannula deploy so she used the pod. She stated that her blood glucose levels have been in the 300's (mg/dl) all day and for last week. She also stated that she has gone up to 500 mg/dl. The pod was worn between for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.